Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a160, (serial: unknown); product type: 0200-lead; implant date (B)(6) 2016; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated that the last time the ins was checked, the manufacturer representative (rep) told the patient they had broken wires in their lead. Caller didn't have any further information about this. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported.